Manufacturer narrative:
Initial

Event description:
It was reported that the patient dropped the ilet pump and the screen separated, consistent with a bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the bonded display assembly, aligning with a loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.